Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: no information available from the facility. Blocks b6 & b7: no information available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye platinum catheter was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic coronary procedure. During removal, the distal tip broke off within the iliac artery. Attempts to retrieve with a snare were unsuccessful; therefore, the distal tip was stented in place within the artery. This adverse event and product problem is being submitted because the eagle eye platinum catheter tip separated, requiring intervention, but was retained in patient.

Manufacturer narrative:
Blocks d9 & h3: the eagle eye platinum catheter was returned for evaluation. Block h3: the eagle eye platinum catheter was returned without the distal portion, which includes the scanner and distal tip. The returned portion includes the distal shaft, proximal shaft, luer connector, cable connector, and cable; measuring approx. 150 cm in length. The overall catheter length specification is 147 - 152.5 cm; therefore, approx. 2.5 cm was not returned. At the location of the separation, the microcables were broken, but not exposed. Block h6: the probable cause of the tip separation is damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.